Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Event description:
Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2009.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient reports having 6 mild seizures since a motor vehicle accident on (B)(6) 2014. The notes indicate that the patient did not have seizures prior to the accident. The notes indicate that the patient was a passenger in the vehicle and the patient did not feel that he hit his head. The patient experienced whiplash. The notes indicate that the patient was referred for surgery. No known surgical intervention has occurred to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
On 01/08/2015 additional information was received indicating that the increase in seizures might be due to the motor vehicle accident but that they can¿t confirm. It was noted that the increase in seizures was below pre-vns baseline levels. No system diagnostics were taken after the care accident. After the generator replacement, the increase in seizures resolved.